Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump had failed battery test alarm with test battery cap due to corroded battery tube. Analysis was unable to perform no delivery test due to failed battery test alarm. The insulin pump had corroded battery tube, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer also reported that they received several no delivery alarms. The customer's blood glucose was 143 mg/dl at the time of incident. The customer stated that the battery compartment was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.